Manufacturer narrative:
Device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: undetermined. Rationale: CAPA not required at this time. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 3 unspecified bd syringes experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Description of issue: customer reported that on 2/13/2020 3 of the syringes, when filled up with insulin, customer reported that she saw something floating around in the syringes. Number of occurrences: 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 26 g, 3/8¿ needle ¿ 305110. Product lot number: customer was not at home during the call, customer reported she would call back for lot #. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer declined bd follow up for returning product. No further distributor follow up is required. Distributor to send replacements. Note: product category = needle/syringe issue.